Manufacturer narrative:
(B)(4). Batch # r92y0f. Investigation summary: the device was received disassembled and all internal components were returned with the device. Upon visual inspection, it was observed that the nose cone was cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect the remaining components and the moisture indicator was found to be positive. Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is probable that the ingress of moisture affected the handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that before the procedure, the hand piece was physically damaged. A spare one was used to complete the case. There was no patient consequence.